Event description:
Bd syringes, product 305553 and product 309623, 1 ml do not contain leading '0' before the decimal for incremental markings of 0.1 ml, 0.2 ml, etc., and contain a decimal and trailing '0' for the 1 ml marking. Medication safety standards over the years recognize that decimals without a leading 0 and use of a decimal with a trailing 0 often contribute to medication errors. Health care professionals now expect convention to be followed, with the leading zero used and the decimal with trailing zero not used. At our institution, the decimal was missed on two different occasions, with syringes filled to 0.05 ml instead of 0.5 ml.